Manufacturer narrative:
Explant date: explant has not been confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy.

Event description:
Patient reported left side "pain", "undulation of contours", "periprosthetic fluid", "lymph nodes with silicone material inside", and "scattered cysts" (non device related). Healthcare professional additionally reported left side hematoma, "rigidity", and rupture. The device remains implanted.